Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed no delivery alarms and motor error alarms. Customer's blood glucose was 198 mg/dl. Device was able to rewind. Customer mentioned the device was rewinding by itself. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No motor error alarm was noted. The motor passed the motor test. The pump had a cracked display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked belt clip slot, a cracked reservoir tube at the esc button and a cracked reservoir tube window.